Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode, via a red alert in the remote monitoring system. The patient was contacted for an urgent device follow up and was admitted to the hospital, where the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was discarded at the facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.